Manufacturer narrative:
On september 1 2021, device evaluation was completed. Device evaluation summary: mentor conducted visual inspection and leak testing of the piece. During the visual evaluation, no apparent damage or visual anomalies were observed on the injection reservoir of the exp rnd remote 550cc tissue expander. Leak testing was performed, in accordance with mentor procedures, and the liquid did not flow through the injection reservoir. During the additional investigation performed, it was identified that the tube in the dome was occluded by silicone adhesive. Silicone adhesive is applied during the manufacturing process to adhere the tube to the dome. The investigation identified the root cause as too much adhesive being applied during the manufacturing operations. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue has been addressed through the supplier quality system. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 18, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that during a unspecified breast reconstruction procedure, 550cc mentor tissue expander did not expand, and did not empty. The device did not touch the patient, and was not implanted in the patient. The patient opted for a late reconstruction since another expander was not avialable at the time.